Event description:
It was reported by the surgeon via the hip implant product manager that he performed a thr in 2006. He explained that a few weeks later, the patient was hospitalized for pain. Surgeon decided to perform revision surgery. During surgery, surgeon discovered some broken parts.